Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy while technical support arranged replacement pump.